Event description:
Customer reported a female sustained 1st degree and 2nd degree thermal burns to her chest during a laparoscopic conversion of a lap band to gastric bypass. Staff noted blanching redness of anterior arms and anterolateral breasts, some on anterior chest, and diagnosed as 1st degree burns. Also noted were scattered areas of blistering of right anteromedial arm and lateral breast near axilla, but not involving the axillary fold, smaller blisters of right medial and lateral breast, smaller areas of blistering of left arm and breast and were diagnosed as superficial 2nd degree burns. Injuries were treated with silvadene. Photos of the injuries showed areas of hypertrophic scarring to the right anterolateral breast and right anterior upper arm. Photos also showed a linear lesion on the left anteromedial arm, a lesion on the upper right breast, and lesions on the left and right medial breasts. Post operation visits noted the lesions are healing and not infected. Injuries are not consistent with the hole pattern of a 3m warming blanket. Operation notes stated warming unit was set at 40 degree c. 3m units do not have a 40 degree setting. Operation notes also stated blanket was #300301 which does not correspond to any 3m catalog number. The warming unit and blanket (models unk) were evaluated by bioengineering and found to be below 40 degree c after 3-4 hours run time. 3m is still investigating this complaint but felt it should be reported while awaiting confirmation if their product was involved under this legal notice reported to them.

Manufacturer narrative:
No specific information regarding the individual was provided as to this area. (B)(4). The initial reporter to 3m was a law firm. The hospital address provided was: (B)(6). Without specific product lot or serial numbers 3m cannot determine the manufacturing date. Actual device not evaluated, no results available since no evaluation performed, unable to confirm complaint.